Event description:
Patient reported right side "exchange with no complaint against the device". Patient later reported "abnormalities on the right with no specification." Healthcare professional reported capsular contracture baker grade ii. Patient called to report a capsular baker grade IV. Healthcare professional additionally reported implant "was found to be ruptured upon removal." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.